Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) while using the ilet device. The lowest recorded bg was 54 mg/dl. The user was self-treated successfully with fast-acting carbohydrates, and bg returned to range while on the call. The device provided a low bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.